Manufacturer narrative:
The manufacturing location for this product is roechling medical rochester (rmr). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k230493. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd minidraw¿ finger sleeve, large there was sample leaking from an unspecified number of devices. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd minidraw¿ finger sleeve, large there was sample leaking from an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 32 retention samples from bd inventory were evaluated by functional testing and 460 by visual inspection. No issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sample leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.